Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic console exhibited an irrigation / aspiration problem and no more foot pedal action (wireless mode) during surgery. The surgery was completed by manually aspirating with a syringe with no patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating that there was no alarm tone heard and the planned procedure was cataract.

Manufacturer narrative:
The company representative replicate the reported issue. It was noted that there was a connectivity issue attributed to the wireless fidelity (wi-fi) and its¿ weak connection. The system found to meet all cosmetic and performance standards. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to a weak connection to the wifi and is unrelate to the device functionality. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).